Event description:
Medtronic received a report that the surgeon was performing whole brain angiography and thrombectomy. The location of intracranial vascular occlusion was determined by angiography, and 8f balloon guide catheter, guide wire synchro-14, react-71, and rebar18 microcatheter were selected. After the preparation work was completed, the rebar 18 microcatheter was successfully put in place. The surgeon selected the react-71 and hydrated in vitro. After hydration, the aspiration catheter was pushed to go upper to try to contact the thrombus. After repeated aspiration, no thrombus was found to be extracted. When the catheter was pulled out, the tip was found to be deflated. When the catheter was pushed to go upper again, it was found that it could not be pushed to go upper. Resistance was in the distal section of the react catheter. The surgeon unsealed a sab-4-20, hydrated it, and pushed it into the rebar 18 normally. It successfully reached the thrombus site and completed the thrombus removal. After the operation, the surgeon believed that the ca theter tip was deflated by suction. There were no patient symptoms. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter flushed as indicated in the IFU. The patient was being treated for ischemic stroke. Vessel tortuosity was moderate. The access vessel was the femoral artery with a 6mm diameter. Additional information received that the react resistance may be related to 105-5081-153 to rebar. The tip of the react catheter deflated after aspirating the thrombus. The micro guidewire encountered resistance when passing through the rebar. When the rebar was filled with water using a syringe in vitro, the liquid could flow out normally.

Manufacturer narrative:
H3: the react-71 catheter was returned for analysis. The rebar 18 catheter was not returned. The react-71 was found compatible for use with the rebar 18 catheter as it has an inner diameter (ID) of 0.071". The catheter tip and marker were found to be flattened. The catheter body appeared to be flattened at 3.0cm to 6.0cm, and kinked at 40.0cm, 62.0cm and 95.3cm from the distal tip. No damages or irregularities were found with the react 71 hub. The total and usable lengths of the react 71 catheter were found within specifications. The react-71 catheter was flushed with water and found to be patent. The catheter was tested with an in-house 0.050" mandrel through hub with no issues. However, it got stuck at 95.3cm from the distal tip. No other anomalies were observed. Based on the reported information and the device analysis, the customer complaint was confirmed as the returned react-71 catheter was found to be flattened and kinked at several locations. It is possible the damage occurred when the customer attempted to advance the catheter through the react-71 catheter against resistance. However, the root cause and the cause for damages could not be determined. Possible causes include using a damaged device, patient vessel tortuosity, and lack of continuous flush with heparinized saline during delivery. Since the rebar 18 catheter was not returned; any contribution of the catheter to the reported issues could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.